Event description:
Additional information was received that pacing inhibition was observed on the rv channel. The leads were viewed under fluoroscopy and no obvious fracture was observed, however, the portion of the leads under the clavicle was noted to be thinner than the rest of the leads. The leads were tested on a pacing system analyzer (psa) and high out of range pacing impedance measurements were observed on both leads.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The pacemaker was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.